Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited increased capture threshold and a variation in r-wave amplitude. Cardiac perforation was suspected. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were for cardiac perforation, inadequate capture, and lead sensing problem. As received, a complete lead was returned in one piece. Visual inspection of the lead found the extended helix clogged with blood. After cleaning and applying torque directly to the connector pin, the helix could retract and extend. The measured full helix extension length was within product specification. The reported events for inadequate capture and lead sensing problem were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All tip stiffness values tested in specification.